Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7095606.

Event description:
It was reported that patient had an abnormality within the spinal cord which was found in a magnetic resonance imaging (MRI) after an implant procedure. The physician needed to remove the leads from being previously placed. The distal ends of the cervical leads were explanted throughout the cervical incision and portion of the leads remain implanted. The distal ends of the leads will not be returned.